Manufacturer narrative:
This report is filed april 1, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently on (B)(6) 2016, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.